Manufacturer narrative:
H3 ¿ analysis of catheter model 8780 with serial number (B)(6) found ¿catheter body ¿ kink observed¿ and ¿catheter body has significant twisting that may have affected infusion.¿ analysis of catheter model 8780 with serial number (B)(6) found ¿catheter body ¿ broken catheter related to user actions¿, ¿catheter body ¿ kink observed¿ and ¿catheter body has significant twisting that may have affected infusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that she had experienced drug withdrawal and not getting relief from the pump a few days after its replacement. Upon opening the pump packet, the pump was found with the catheter disconnected. It appeared that the pump connector piece broke as a small portion was still attached to the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was not performed. Action/intervention: the catheter was replaced on (B)(6) 2024. The patient medial history was not available due legal/confidential reason. The patient was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter; product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 07-oct-2017, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.